Event description:
It was reported that post an abdominal aortic aneurysm repair procedure, a patient death occurred. The patient underwent endovascular repair of an abdominal aortic aneurysm. A 33mm equalizer balloon was used to balloon the graft. As the physician was removing the balloon and the sheath, the patient's blood pressure "bottomed out." A retrograde angiogram revealed contrast distal to the graft. The left common iliac had torn. The patient went into cardiac arrest. A non bsc stent was placed to cover the lesion, which was unsuccessful. Another angiogram revealed a continued leak. The physician decided to convert the patient to open surgery. The left common iliac artery was repaired with sutures and the patient was closed up. The patient expired 8 days post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is an anticipated procedural complication.